Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The down arrow button did not respond due to a flattened button dome switch. No display anomaly was noted. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was exposed to moisture, and the customer could smell insulin. Customer's blood glucose level at the time 125mg/dl. Troubleshooting occured, no additional information was provided.